Event description:
It was reported that the 9900 system is having problems (can not lower) with the vertical lift column. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on information provided, the following component has been requested, a 24v mainframe power supply. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a followup report will be submitted as required.